Event description:
Sensor in arthroscopy pump did not alarm (kept running) during left knee arthroscopy and medial meniscectomy case. Temporary fluid build up in left thigh. Gravity was used to finish the case. Surgeon made an add'l incision (not a fasciotomy), pt redrapped and prepped, over 30 minutes delay in surgery reported. Leg was elevated for 45 minutes to relieve pressure and decrease fluid level. No adverse consequences with the pt were reported as a result of event. This device is used for treatment.